Event description:
It was reported that during a coronary stent procedure, in a highly calcified lesion, stent deployment was successful, however, optimal stent expansion was not achived. The physician experienced removal difficulties of the delivery device. The delivery device was removed and it was noted that a portion of the balloon and shaft material remained in the pt. No attempts at retrieval or surgery were made and the pt subsequently expired.